Manufacturer narrative:
She called back the on (B)(6) 2021 to troubleshoot her pump and stated she has mastitis in one of her breast. Customer service conducted troubleshooting with the customer including, verifying there was no milk backup; verifying the user was not washing or drying tubing on the pump; verifying the user was using the correct kit components; and disassembling, inspecting, cleaning and/or reassembling kit and tubing. The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on 09/07/2021, the customer indicated that she developed mastitis on (B)(6) 2021 and was prescribed an antibiotic, but her symptoms worsened and she was prescribed a second antibiotic. She stated her mastitis has improved. She indicated that the replacement pump was working properly. The product was evaluated on 09/20/2021. The pump was tested with customer kit and no problem was found. It was identified during the evaluation that there was milk residue on the customer's connectors and membranes, a damaged chassis and the eccentric motor shaft is out of spec. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother's mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2021, the customer alleged to medela llc that she was experiencing low suction with her pump in style max flow breast pump.